Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case. No expected product returned; complaint was resolved by training most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 ensure the replacement products resolved the initial concern, able to contact customer who stated they are comfortable with the readings from the replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test result of 305 mg/dl and e-2 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/27/2024 and open vial date is 12/09/2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 30-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.